Event description:
It was reported that five valve heimlich bns experienced foreign matter contamination. The customer reported, "fm was embedded."

Manufacturer narrative:
Investigation: bd has been provided with photos and 5 samples for catalog 374460 lot 7165656 to investigate for this record. Visual examination of the photos and samples provided verified the reported issue. The cause and effect tool was used to determine the most probable cause. The machine/equipment was assessed based on the device history review for the lot 7165656 and no discrepancies or deviations were observed. In addition, the process of assembly for helmick products have been evaluated and no changes regarding manufacturing or inspection process have not been made in previous years. The incoming inspection records were reviewed and all components passed inspection. Unfortunately, as a result, a definitive root cause was unable to be determined at this time. The most probable cause of this non-conformance is related to raw material possible having embedded foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five valve heimlich bns experienced foreign matter contamination. The customer reported, "fm was embedded.".